Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this device was explanted and that the patient developed an infection prior to device explant. No additional adverse patient effects were reported.

Event description:
Additional information was received that leads remain in service and no surgical intervention was performed. No additional adverse patient effects were reported.